Event description:
Info was received that reported a pt was hospitalized due to incidence of hypoglycemia. The reporter stated that the pt was admitted to the hospital around 1800 in 2006. It was reported that the pt had become unconscious and was treated by paramedics at home, he was transported to the hospital where upon admit, his blood glucose was measured to be 60. He was treated with IV fluids and insulin. The device should be returned for evaluation to ensure that it is functioning correctly and did not contritube to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.